Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead. Rising thresholds were also noted on the left ventricular (lv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.